Manufacturer narrative:
A field service engineer (fse) was dispatched: the fse inspected the instrument and found that the right side fan need to be replaced. The fan blade failed and was contained in the fan air box. The fse installed new fan kit power system back up.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding loud noise from back of instrument and some dust or smoke coming from the synchron lx20 pro clinical system. No injury was reported.